Manufacturer narrative:
Eval summary: the plunger, link, and both cuffs were not returned. There were no witness marks on the anterior foot pocket. The posterior foot was broken. The root cause for the posterior foot break is undetermined. There was no mfg issue detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
Device malfunction: foot break. Time of malfunction: unk. Symptoms/ae: none. It was reported that a physician, trained in the use of the proglide device, attempted common femoral arteriotomy closure after a diagnostic procedure. Reportedly, a cuff miss occurred and hemostasis was achieved with manual compression. During device eval on 2/22/08, a posterior foot break was found. There was no adverse pt effect. Though requested, no add'l info was available.